Manufacturer narrative:
Sc1-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit power up properly after battery installation. No blank display was noted. Unit powered up properly after insertion of the battery and no unexpected pump error alarms were noted. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer call date. The baat tool recorded the following: battery cycle 2.0 received the lowbatteryalert (104) on 10/28/2025 20:28:00 after more than 7 days at 23.89 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool recorded pump error 68, 49 and 23. However, unit passed the sleep current measurement, active current measurement, displacement test, and self-test. No low battery alarms or unexpected battery power loss noted during testing. Battery was removed from pump and monitored for 10 minutes. No pump error 68, 49, and 23 anomalies were noted during testing after replacing battery. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. No moisture damage noted during visual inspection. Unit was received with the following cosmetic damages: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of blank display were not confirmed when unit powered on successfully after new battery installation. Additionally, customer allegations of pump error 68, 49, and 23 were not confirmed when no unexpected alarms were noted after battery reinstallation during testing. Customer allegations of failed battery test were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Overall, unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported pump error 23 (post-reset ram crc alarm), pump error 49 (history pointers failed. The history pointers are corrupted.), pump error 68 (trace pointers are invalid.), a blank display of the insulin pump. The event involved product(s) mmt-1885. Troubleshooting was performed, and the display returned after pump restart. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after pump restart/ inserting a new battery. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.